Manufacturer narrative:
The result of the analysis confirmed the reported event of failure to start-up. Inspection of the ac power adapter revealed burn marks on the main pcb consistent with damage due to the high current flow through the ac wall power outlet.

Event description:
It was reported that the merlin home transmitter would no longer power on. There were no reported adverse patient consequences related to the event.